Manufacturer narrative:
(B)(4). Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the threads of cross connector's set screw were damaged during tightening within surgery. The affected arm of the cross connector was removed and replaced with an arm from an alternative cross connector to complete the procedure without reported patient impacts.

Manufacturer narrative:
Additional information: method, results, and conclusions - the returned connector was evaluated. There were no failures found on the device. A review of the DHR did not identify any manufacturing which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.

Event description:
It was reported that the threads of cross connector's set screw were damaged during tightening within surgery. The affected arm of the cross connector was removed and replaced with an arm from an alternative cross connector to complete the procedure without reported patient impacts.